Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device, verified the complaint and determined that the cause of the reported event was that the one of the o-rings was missing from the expiratory flow sensor bulkhead connector. The carefusion field service representative replaced the missing o-ring and ran the device through the user verification tests & operational verification procedure per the service manual to ensure that the device meets factory specifications. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
A carefusion field service representative reported that while at the user facility to perform a preventative maintenance (pm) service on another device. He found this device in the staff room with sign attached stating that it had low vtes. The sign was dated (B)(6) 2015. There was no report of patient involvement.